Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain. Treatment required includes nerve removal and mesh removal approximately one year after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced nerve entrapment, neuroma, reaction to mesh, nerve going through mesh, adhesions, inflammatory responses, discomfort, mesh disintegrated, mental anguish, chronic pain, disability, impairment, loss of enjoyment of life, and permanent/substantial physical deformity. Post-operative patient treatment included triple neurectomy procedure, physical therapy, and mesh removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced nerve entrapment, neuroma, reaction to mesh, nerve going through mesh, adhesions, inflammatory responses, discomfort, mesh disintegrated, mental anguish, chronic pain, disability, impairment, loss of enjoyment of life, permanent/substantial physical deformity, injury to nerves, scar tissue. Post-operative patient treatment included triple neurectomy procedure, physical therapy, mesh removal, partial removal of mesh, pain management.

Manufacturer narrative:
Additional information: b5, b7, e1 (facility name, street 1, city, region, postal code), g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced nerve entrapment, neuroma, reaction to mesh, nerve going through mesh, adhesions, inflammatory responses, discomfort, mesh disintegrated, mental anguish, chronic pain, disability, impairment, loss of enjoyment of life, permanent/substantial physical deformity, injury to nerves, scar tissue. Post-operative patient treatment included triple neurectomy procedure, cortisone shot, nerve test, MRI, physical therapy, mesh removal, partial removal of mesh, pain management.

Manufacturer narrative:
Additional info: a1, a4, a5b, b5, b7, h6 (patient codes, imf codes, ime e2402: "nerve entrapment, neuroma, pelvic malalignment with radiculopathy"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced scarring, ulcer like symptoms, weakness of muscles around left hip that limited ability to exercise, numbness and tingling, swelling in llq, nausea, neuropathy, left groin pain, inguinal neuralgia, chronic pelvic malalignment with radiculopathy, altered gait, nerve entrapment, neuroma, reaction to mesh, nerve going through mesh, adhesions, inflammatory responses, discomfort, mesh disintegrated, mental anguish, chronic pain, disability, impairment, loss of enjoyment of life, permanent/substantial physical deformity, injury to nerves, & scar tissue. Post-operative patient treatment included left groin exploration, triple neurectomy procedure, cortisone shot, nerve test, MRI, physical therapy, mesh removal, partial removal of mesh, left herniorrhaphy with primary closure, medication, cortisone shot, physical therapy, massages, needling, manipulation of pelvis to readjust leg lengths, & pain management.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.